Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2014 with the following findings: a review of the pump's prime history showed that a large prime had recorded. Evaluation revealed that the force sensor calibration was out of specifications. The pump was opened and there was evidence of corrosion on the force sensor components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of specifications. Evaluation also revealed evidence of corrosion on the force sensor components. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/27/2014.